Event description:
During a procedure to place zephyr valves, the doctor noticed that one of the larger sizing wings became detached from the catheter. He tried to remove the wing with graspers but lost sight of the wing. The procedure continued with a new catheter.